Manufacturer narrative:
Event summary: as reported, during a transurethral lithotripsy, the basket wire of a ncircle tipless stone extractor was broken. After opening the package of the device, the user performed a device check by opening and closing the basket, and no issues were noted at this time. The user inserted the device and grasped the stone with moderate tension, but the basket tip seemed to be "torn". The device was removed from the patient and examined, and the basket wire was found to be broken. Therefore, another manufacturer's device was used to complete the procedure without problems. No part of the reported device remained in the patient's body. No adverse effects to the patient were reported. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation with the handle and basket formation in the open position. The male luer lock adapter (mlla) was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.5cm in length. The support sheath was slightly bowed. The basket sheath was bowed starting 1cm from the nose of the mlla and continued to 20cm from the distal tip. Slight kinks were noted in the basket sheath 45cm and 88cm from the distal tip. A function test determined the handle actuated the basket formation. There was a broken wire in the basket formation. A wire was returned in a specimen vial. The wire appeared to have been pulled out of the distal cannula on both ends. No charring was noted on the broken wire, and the wire had a straight cut. A document-based investigation evaluation was performed. No related nonconformances were recorded, and no additional lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a cause for this issue could not be determined. It is possible that procedural related issues may have been encountered that caused excessive force to be applied to the device, but no information about this was specifically provided. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transurethral lithotripsy, the basket wire of a ncircle tipless stone extractor was broken. After opening the package of the device, the user performed a device check by opening and closing the basket, and no issues were noted at this time. The user inserted the device and grasped the stone with moderate tension, but the basket tip seemed to be "torn". The device was removed from he patient and examined, and the basket wire was found to be broken. Therefore, another manufacturer's device was used to complete the procedure without problems. No part of the reported device remained in the patient's body. No adverse effects to the patient were reported.